Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-sep-2025 the user experienced hyperglycemia with a bg of 550 mg/dl and was treated in the emergency department with multiple daily injections of insulin while remaining connected to the ilet. The user reported symptoms of thirst and nausea and was discharged the same day. No additional complications were reported.